Event description:
It was reported that at follow-up, two days after implant of this right ventricular (rv) lead, the threshold was greater than 2.0 v at 0.4 ms and the rv amplitude had decreased from 10 mv to 2 mv. The lead was repositioned with resulting good parameters. No additional adverse patient effects were reported.